Manufacturer narrative:
Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.

Event description:
It was reported by the hospital that when they tried to rotate the collimator of a proteus xr/a system, the collimator suddenly detached and fell into the user hands. There was no injury reported related to this event.